Manufacturer narrative:
Follow up #1 submitted: 11/29/2016 the product has been updated to reflect animas vibe insulin pump; was originally reported as one touch ping insulin pump in error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia with blood glucose measuring greater than or equal to 500 mg/dl. It is unknown if the patient received any treatment above or beyond the usual routine of diabetes care and management. Animas customer technical support made several attempts to contact the reporter for more information; however, the reporter did not respond to those follow-up attempts. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy related to an unknown cause. Any further information obtained will be reported appropriately.

Manufacturer narrative:
Follow-up #2: date of submission 01/27/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box data and download history did not reveal any recorded event(s) related to the complaint. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint. (B)(4).